Event description:
A customer observed positively biased crbm results on multiple pt samples on both the vitros 950 and 250 analyzers. Biased results of the magnitude and direction observed may lead to inappropriate physician action no. Pt results were reported and there was no report of pt harm as a result of this event.